Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. There was no adverse impact to customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support and declined to provide further information.